Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received motion sensor test failure alarm. The customer's blood glucose was 367 mg/dl at the time of incident and it was treated using manual injections. The insulin pump failed the displacement test. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is expected to be returned for analysis.